Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and typically not during dialysis mode. The saline bag refilling with dialysate was generally observed visually during recirculation. There have been no adverse events associated with the reported issue. The device was returned to the manufacturer for physical eval and failure analysis. No issue was found with the machine during simulated treatments and troubleshooting. The air separator assembly was replaced due to the discovery of a discolored middle pin. During further testing it was discovered that the teradyne board failed due to a faulty capacitor and this was replaced. The reported complaint of the saline bag filling was not duplicated in twenty-two simulated tests. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances discovered during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
It was reported by the user facility that a saline bag back filled during recirculation. There was no pt involvement. The machine remains out of svc.